Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a final driver broke while removing a previously-implanted blocker. The blocker was being removed in a procedure to address adjacent level disease progression. An alternative driver was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
The device was not returned for evaluation so no results are available and no conclusions can be drawn. Per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any product holds initiated prior to the notification date. This device is used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. Tip fracture or stripping of the final screwdriver shaft can occur when the driver is over torqued or when force is applied off-axis. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the tip of a final driver broke while removing a previously-implanted blocker. The blocker was being removed in a procedure to address adjacent level disease progression. An alternative driver was used to complete the procedure without reported patient impacts.

Event description:
It was reported that the tip of a final driver broke while removing a previously-implanted blocker. The blocker was being removed in a procedure to address adjacent level disease progression. An alternative driver was used to complete the procedure without reported patient impacts.